Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform the occlusion, prime and excessive no delivery tests due to the alarm. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose over 400 mg/dl. It was also stated that the customer had low blood glucose that caused seizures. Blood glucose at the time of the call was 287 mg/dl. During troubleshoot, it was stated that the drive support cap was protruded. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.